Event description:
It was reported that during a stenting treatment procedure, stent damage and st elevations occurred. The procedure treated the 80% stenosed target lesion located in the eccentric and mildly tortuous proximal to mid right coronary artery. No pre-dilation was performed. Due to aneurysm segments in the target lesion, the physician chose a 4.0x38mm ion stent. The device was advanced and intentionally sub optimally deployed at 8 atm's. A 4.5x12mm nc non-bsc balloon was used with multiple inflations to post dilate the larger diameter segments of the vessel. Next a 5.0x12mm nc non-bsc balloon was used to post dilate the mid and distal portions of the stent but 8-10mm of the proximal portion of the stent had not yet been fully apposed or fully expanded. The physician lost guide catheter position multiple times during the procedure and during re-engagement of the guide catheter hit and accordianed the proximal segment of the stent. Treatment then post dilated the proximal portion of the accordioned ion stent with a 4.5mm nc non-bsc balloon which corrected some of the stent deformation and obtained good apposition in the mid and distal portions of the stent. The end result was "great" with timi 3 flow. About an hour post procedure, the patient experienced pain with st elevations and EKG changes. Nitroglycerin was administered which resulted in the patient doing well. No further patient complications were reported and the patient status is ok.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).